Event description:
The customer called to report that she had been in the hospital a few times because she could not stabilize her blood glucose levels. She stated that she could not get them below 300 mg/dl. While she was in the hospital, the insulin pump delivery was suspended for a day to see if that was the issue. The customer stated that she experienced dizziness and lack of energy. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.